Event description:
The facility reports the resident was all the way up in the lift when the castor fell off. The lift tipped and the resident fell out. This caregiver tried to break the fall but could not. The resident fell onto their walker, suffering numerous bruises and skin tears, none of which required stitches. The caregiver hurt the left side of their neck and right side of their back.